Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-feb-27. It was reported that it was determined that the symptoms and hospitalization were not related to the pump, but they did not determine what the cause was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving baclofen and dilaudid (doses and concentrations unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient came to the emergency room (ER) with somnolence and decreased level of consciousness (loc). It was noted that they worked the patient up for a stroke and this was negative. The patient was given narcan and the symptoms improved. No further information was available, and a manufacturer representative was requested to come and interrogate the pump. The change in therapy/symptoms was considered sudden, and the event occurred on (B)(6) 2019. No further complications were reported or anticipated.